Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on analysis of the returned device and a review of the imaging provided. It was reported that the filter could not be released from the jugular introducer and the patient developed pain during manipulation. Second access was obtained and the filter was removed and replaced. The coaxial introducer system with the dilator inside the introducer sheath was returned with the jugular introducer and the tulip filter. The filter legs were intact and properly shaped, but the filter hook was severely damaged, straightened and bending backwards, thus being wider than the clip bushing. Some dents were noted in the most distal tip of the introducer sheath and were likely caused by the widened filter hook. In the handle the red safety button was pressed down, ie the system was unlocked. The grasping hook stuck in hardened blood/contrast inside the jugular introducer and soaking in water did not dissolve it. Therefore, the handle was opened and the cannula was cut to free and clean the grasping hook, but a thorough investigation did not reveal any non-conformance. A powerpoint presentation containing 5 fluoroscopic images from time of ivc filter placement were submitted for review. The complaint report states after the gunther tulip filter was unsheathed in the appropriate location via jugular approach, the "deployment mechanism failed, and the deployment rod remained attached to the filter". The submitted fluoroscopic image purportedly demonstrating this event shows the tulip ivc filter located approximately 2 mm caudal to the deployment sheath and the tip of the deployment sheath is located approximately 7 mm towards the left relative to the hook of the ivc filter. Although the resolution of the image is not ideal, the secondary arms of the filter are faintly appreciated, but the grasping hook of the introducer mechanism is not clearly identified extending outside of the deployment sheath. Furthermore, the distance between the hook of the ivc filter and the deployment sheath measures 7 mm while the grasping hook measures only 5 mm suggesting that the grasping hook is no longer physically attached to the hook of the ivc filter. This fact is supported by the subsequent slide in which the hook of the ivc filter has been captured by a gunther tulip retrieval snare and is partially retracted into the retrieval sheath. The deployment sheath is still located within the patient's ivc and has been displaced by one vertebral body caudally relative to its position in the prior image. If the grasping hook was still physically attached to the retrieval hook of the ivc filter, it would not be possible to retract the hook of the ivc filter into the retrieval sheath, nor would the position of the filter hook relative to the grasping hook be amenable to this observed degree of movement. In addition, if the grasping hook was still attached to the filter hook, the entire filter could have been re-captured and removed by just advancing the introducer and protection sheaths over the filter, but this was not done. In all likelihood, what occurred is the grasping hook had engaged with the wall of the ivc after releasing the filter. Although not mentioned specifically in the IFU, if the ivc is more oblong in configuration, narrowed or curved resulting in a bend in the deployment sheath, there is a higher likelihood that the grasping hook may inadvertently engage with the wall of the ivc during deployment. In addition, because the filter was deployed in a suprarenal location, the filter hook and the grasping hook are in the general region of the intrahepatic ivc, which is typically more narrow in diameter below level of the hepatic veins, where the event may have occurred. The deploying physician may have thought the grasping was still attached to the hook of the ivc filter because with manipulation of the deployment sheath with the hook engaged in the wall of the ivc, the ivc filter will still demonstrate movement, and the perception is the grasping hook is tethered to the hook of the ivc when in fact the grasping hook is tethered to the wall of the ivc which is moving the entire ivc causing the filter to move as well. This is usually uncomfortable, and the report does state patient developed pain during manipulation. Unfortunately, without the ivus images, it is difficult to confirm the size of the ivc at the location of the deployment mechanism to help support this hypothesis, and there is little that could be done to prevent this event from occurring prospectively. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: patient is (B)(6) pregnant by lmp who presented to outside hospital fistula with hypotension. She underwent contrast-enhanced CT of the abdomen and pelvis, demonstrating a large retroperitoneal hematoma and left iliofemoral dvt. Patient in ir for ivc filter placement. The gunther tulip introducer sheath was then positioned appropriately, and the tulip filter unsheathed. However, during deployment, the deployment mechanism failed, and the deployment rod remained attached to the filter. It could not be released. The patient developed pain during manipulation. Therefore, we quickly obtained second access to secure and remove the defective filter. This was successful using the cook filter retrieval kit and the filter was removed intact. The inner introducer rod of the tulip set was then removed from the introducer sheath. The cava was then inspected to ensure no caval injury and no significant difference from baseline ivus. No residual foreign body was visualized. We discussed the defective filter with the patient, and the potential to stop the procedure or place a different filter of different brand. She desired to proceed with second filter placement. This was performed uneventfully as above with argon option filter. Post-deployment ivus showed appropriate position of the filter above the renal veins with full strut expansion. Hemostasis was achieved with manual compression. Patient outcome: no adverse effects was reported on the patient due to this occurrence.